Event description:
It was reported that a collimator dropped and fell on the pt's abdominal area during an exam on the axiom ysio system. The weight of the collimator is 11.7 kilograms. The pt was kept at the clinic for further observation. The pt was evaluated by physicians at the facility and a CT scan of the pt's pelvis and abdomen were taken. No injuries were determined and the pt was discharged from the clinic. The reported event occurred in (B)(6).

Manufacturer narrative:
A siemens engineer was dispatched to evaluate the unit. The engineer found that three out of four screws that secure collimator were not tightened all the way into the support flange of the collimator. The engineer secured the collimator and verified the correct position of all screws. The system was checked for proper function and returned to the customer. This report was submitted (B)(4) 2013.